Manufacturer narrative:
No product or images were returned to assist in the investigation. Per inspection processes, an air pressure test is performed on 100% of the valves. This test is at 15 psig. It should be noted that this test is performed before the dilator is inserted into the valve. In addition, there have been numerous verification and validation activities performed that have shown the device meets design input requirements and user needs. In addition, each device is shipped with an IFU that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. Damage to the check-flo discs likely resulted in leakage. We are aware of the potential for leakage through the valve and the risk associated with this failure mode. Engineering is currently evaluating areas for improvement. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk analysis (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2009. The pt's anatomical form was not suitable for aaa repair since his proximal neck was an inverted funnel shape. Because of that, the main body was placed about 1.5cm below lower renal artery. CT taken during follow-up visit revealed an endoleak (1820334-2011-00024). No expansion of aneurysm was observed, but the physician decided to perform additional procedure. On (B)(6) 2010, it was confirmed the endoleak was caused from proximal site by angiography. On (B)(6) 2010, the body extension was placed just below renal artery and the proximal endoleak was resolved. Blood leakage from the homeostasis valve was observed when the grey positioner and a balloon catheter was withdrawn from the body extension sheath. Maximum blood pressure fell below 50. Total amount of bleeding was about 1200cc. Rapid blood transfusion with albuminar 5% (250ml x 2) and pumping transfusion was performed. Moreover, autologous blood collection with a cell saver was performed. Blood pressure became stable and no blood transfusion was required after the procedure. The pt's condition is unk as not provided by reporter.